Event description:
A physician reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic was fully stretched when implanted the iol into the patient's eye. The procedure was completed on the same day without any damage or issues and the lens was implanted as is and remained in the eye. There have been no particular problems in the postoperative course.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).